Event description:
The end user reported while rolling the empty stretcher in a medical facility, one of the medics began feeling a shocking sensation in her hand that was holding the back handle of the stretcher. When she touched her other hand to the side rail of the stretcher she felt a stronger shock and both she and her partner heard the audible sound of the shock. The medic alleged she continued to feel shocks while they operated the stretcher. No injuries were alleged and no medical intervention was sought.